Event description:
The facility reports the resident had been elevated in the lift for transfer to their chair. Both lower straps broke, causing the resident to slide out of the sling onto the floor. No injuries were reported.